Event description:
It was reported that the patient had a severe infection, gangrene. It was noted "the gangrene was all the way up to the catheter." It was unknown if the pump was affected. The patient had three refills since implant, but it was also indicated that the patient missed three appointments with her pain doctor. It was reported the patient was brought to the emergency room (ER) (B)(6), 2012 and an infectious disease doctor was consulted. Removal of the pump was discussed. The ER doctor indicated that if an explant was required, approval from the implanting physician was needed. The patient was not currently being managed by a pain doctor. The device system was used to deliver dilaudid. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received indicated that the reporter had no further information regarding the event.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type catheter product ID 8578 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type accessory. (B)(4).

Event description:
Additional information received reported that ¿the pump slipped a month in patient¿s body and laid against her stomach.¿ a couple of weeks after the pump replacement surgery, the pump ¿tumbled to where it was mounted or wherever it was in her body up against her stomach.¿ the area got ¿really red and inflamed, and it was hot to touch.¿ the patient experienced more pain. The reporter took a look at the area one day and ¿it looked like a growth of skin.¿ ¿it was all inflamed and it was bleeding.¿ the reporter put neosporin on it and a patch over it. The next day, the reporter looked at the area again and ¿it was green and pussy.¿ per reporter, the doctor thought the patient was going to lose her life because ¿the infection could get into the catheter and kill her right away.¿

Event description:
Additional information received reported that the patient had refill on (B)(6) 2012. The patient did not have signs of infection then. The patient went to emergency room (ER) on (B)(6) 2012. The ER physician felt the pocket was infected. Perioperative antibiotics were administered. It was noted that the pump was removed several weeks later by a neurosurgeon. The pump was being used to deliver hydromorphone and clonidine. Additional information received also reported that according to patient¿s chart, there was no flipped pump or migration of the pump noted.

Manufacturer narrative:
(B)(4).